Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer initially reported that the jaws of the device would no longer open. Because the tissue in the jaws had already been sealed and cut, the device could easily be removed from tissue. Another device was used to complete the procedure without incident. There was no pt injury. The incident device was returned and a visual inspection revealed that the silicone insulation boot on the device was missing and not returned.